Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with ise indirect na (sodium) for gen.2 on a cobas 6000 c501 module. Of the data provided, one patient sample generated discrepant na results: the sample initially resulted in a na value of 130 mmol/l and repeated as 133 mmol/l. The sample was repeated on two different cobas c 501 modules, resulting in values of 135 mmol/l and 136 mmol/l respectively. The results obtained on the initial analyzer were deemed incorrect. The questionable results were reported outside of the laboratory. The na electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer checked the analyzer and performed several cleaning actions. He checked the gear pump pressure and performed technical and analytical validation. Calibration and quality controls were run and were acceptable. Precision testing was performed. The investigation did not identify a product problem. The issue is consistent with a pre-analytical handling issue.